Manufacturer narrative:
"It was reported that on (B)(6) 2010 the patient presented with a pre-op diagnoses of: idiopathic scoliosis; prior fusion the patient underwent the following procedures: revision l4-5 and l5-s1 posterior spinal fusion; l4-5 and l5-s1 anterior lumbar interbody fusion; iliac crest aspiration; intraoperative fluoroscopy. Indication for procedure: the patient had undergone a posterior spinal fusion and instrumentation from upper thoracic spine to the pelvis a few weeks prior to surgery. Imaging studies and upright films revealed some residual coronal plane mal-alignment. Because of this, decision was made to revise the lumbosacral portion of her fixation as well as to add interbody support to the lower lumbar spine to increase chance of successful arthrodesis at these levels. Per op notes, an annulotomy was performed with an 11 blade. The bulk of the disk material was removed with endplate strippers, curettes, and rongeurs. This was taken down to bleeding bony endplates. Trials were used to determine the best size of implant. Appropriate implant was selected and was packed bone morphogenic protein. The iliac crest aspiration was performed at the left iliac crest. Then 2-3 cc of iliac crest aspiration was mixed with the bone morphogenic protein, and packed into the interbody device and then impacted into the l5-s1 interspace. Excellent fit was obtained. Position was checked in ap and lateral projections and noted to be satisfactory. A 30-mm x 6.5-mm fully threaded cancellous screws with a locker was then inserted into the body of s1, packed as a blocker. Once this was complete, dissection was taken cephalad. The iliolumbar vein was identified and ligated by doctor to allow mobilization of the great vessels to the right side, exposing the l4-5 disk. Annulotomy was again performed at this level, and discectomy was performed as previously described. Trials were used to determine the best-size implant appropriate implant was again selected, packed with bone morphogenic protein, soaked in bone marrow aspirate and packed in the interspace. He had a 30-mmx 6.5-mm fully threaded screw, with a washer that was easier to block and screw. Position of both interbody devices was checked in ap and lateral projections with image intensifier and noted to be satisfactory. The coronal plane correction had been obtained by interbody devices. The longitudinal rods were reattached to the pedicle screws of l4, l5, the sacral alar screws. Fine tuning of the coronal alignment was accomplished with compression and distraction. The remaining bone morphogenic protein had been soaked in the bone marrow aspirate, was mixed with some allograft bone, and packed into the posterolateral gutters between l4 and the sacral ala. The patient tolerated the procedure well without complications. On (B)(6) /2010 the patient was discharged."

Event description:
"It was reported that on (B)(6) 2010 the patient presented with a pre-op diagnoses of: idiopathic scoliosis; prior fusion the patient underwent the following procedures: revision l4-5 and l5-s1 posterior spinal fusion; l4-5 and l5-s1 anterior lumbar interbody fusion; iliac crest aspiration; intraoperative fluoroscopy. Indication for procedure: the patient had undergone a posterior spinal fusion and instrumentation from upper thoracic spine to the pelvis a few weeks prior to surgery. Imaging studies and upright films revealed some residual coronal plane mal-alignment. Because of this, decision was made to revise the lumbosacral portion of her fixation as well as to add interbody support to the lower lumbar spine to increase chance of successful arthrodesis at these levels. Per op notes, an annulotomy was performed with an 11 blade. The bulk of the disk material was removed with endplate strippers, curettes, and rongeurs. This was taken down to bleeding bony endplates. Trials were used to determine the best size of implant. Appropriate implant was selected and was packed bone morphogenic protein. The iliac crest aspiration was performed at the left iliac crest. Then 2-3 cc of iliac crest aspiration was mixed with the bone morphogenic protein, and packed into the interbody device and then impacted into the l5-s1 interspace. Excellent fit was obtained. Position was checked in ap and lateral projections and noted to be satisfactory. A 30-mm x 6.5-mm fully threaded cancellous screws with a locker was then inserted into the body of s1, packed as a blocker. Once this was complete, dissection was taken cephalad. The iliolumbar vein was identified and ligated by doctor to allow mobilization of the great vessels to the right side, exposing the l4-5 disk. Annulotomy was again performed at this level, and discectomy was performed as previously described. Trials were used to determine the best-size implant appropriate implant was again selected, packed with bone morphogenic protein, soaked in bone marrow aspirate and packed in the interspace. He had a 30-mmx 6.5-mm fully threaded screw, with a washer that was easier to block and screw. Position of both interbody devices was checked in ap and lateral projections with image intensifier and noted to be satisfactory. The coronal plane correction had been obtained by interbody devices. The longitudinal rods were reattached to the pedicle screws of l4, l5, the sacral alar screws. Fine tuning of the coronal alignment was accomplished with compression and distraction. The remaining bone morphogenic protein had been soaked in the bone marrow aspirate, was mixed with some allograft bone, and packed into the posterolateral gutters between l4 and the sacral ala. The patient tolerated the procedure well without complications. On (B)(6) 2010 the patient was discharged."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2010 scoliosis x-rays long scoliosis construct is viewed on multiple films spanning from t3 to the iliac crest. Segmental pedicle screws are seen at t3,4,5,6,7,8,9,10, unilateral on the left at t11, unilateral to the right at t12, l1, l2 then bilateral at l3, l4, l5, s1 and the iliac crest. Correction is fabulous. Alif peek spacers have been placed at l4 and l5 with a retaining screw/washer at the l5/s1 level. On (B)(6) 2011 scoliosis x-rays seen again is the long construct as described above. There is very slight coronal imbalance with the shoulders about 2-3 cm to the left of the pelvis. Sagittal alignment is excellent.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.